Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and textured device. This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported deflation and textured device. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3 d9 g1 h3 h6. Laboratory analysis summary the device related to the reported events anxiety-product/procedure and deflation was received on march 27, 2025, with catalog number mcghan450cc. Based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ deflation: observed an opening assessed as surgical impact opening. As per the investigation procedure, wear abrasion, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.